Manufacturer narrative:
Other, other text: masimo has reached out to the customer to request the return of the device. The device has not been returned to masimo to allow an analysis to be performed. If the device is returned for evaluation or new information is obtained, a follow up report will be submitted.

Event description:
The customer reported the radical-7 "shuts off without an alarm after a few minutes' of being "unplugged from [the] charger." There was no patient impact or consequence reported.

Manufacturer narrative:
Other text: the returned radical-7 was evaluated. The device was unable to power on via battery power. The device battery was determined to be unable to hold charge and caused the device to power off when the device was disconnected from ac power.

Event description:
The customer reported the radical-7 "shuts off without an alarm after a few minutes' of being "unplugged from [the] charger." There was no patient impact or consequence reported.